Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the ECG readings were all over the board, and when testing the transmitter on a simulator, the heart rhythm reading jumped around from 120 to 150 to 80. The simulator was set at 80. The device was sent to nka for evaluation / exchange. No patient harm was reported. Service requested / performed: exchange / evaluation: the reported issue was duplicated. A rattling noise and damaged ECG connector was noted. Investigation summary: the root cause is attributable to device damage. The service history for this device shows this is an isolated incident. Further action is not warranted at this time. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the transmitter:. Cns:. Model #: ni. Serial #: ni. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the ECG readings were all over the board, and when testing the transmitter on a simulator, the heart rhythm reading jumped around from 120 to 150 to 80. The simulator was set at 80.

Manufacturer narrative:
The biomedical engineer reported that the ECG readings are all over the board on the transmitter. As soon as you turn the unit on rhythm goes to 120 then 150 down to 80 back up and it is set to read 80 on the simulator. The unit was in use and was the biomed was able to duplicate the issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information was requested from the customer, but the customer does not know the model or the serial number of the central nurse's system that was used with this transmitter. Therefore this field contains no information (ni). Cns model and serial number unknown.

Event description:
The biomedical engineer reported that the ECG readings are all over the board on the transmitter. As soon as you turn the unit on rhythm goes to 120 then 150 down to 80 back up and it is set to read 80 on the simulator. The unit was in use and was the biomed was able to duplicate the issue. No patient harm reported.